Event description:
All day the dexcom g6 sensor was having 30 + off mg/dl readings. At 5:30 pm the dexcom reading was 110 mg/dl, then it proceeded to lose signal and give a "sensor error greater than 3 hours". I checked my blood sugar with a finger stick and the reading was 55 mg/dl. I tore the faulty sensor off and called dexcom. They refuse to replace the sensor due to their "no more than 3 replacements within a 90 day period" protocol. This will be out of my own pocket to pay for their dangerous and extremely unreliable product. Please hold them to higher standards.